Manufacturer narrative:
The investigation for the reported removal issues has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the removal issues could not be determined. Added-h6 impact code 4624.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the physician tried to explant the impella 5.5 at bedside, but the impella would not move pass the level around the graft anastomosis. The 5.5 was placed in surgical mode and patient was taken to the operation room (or). Once in or the patient was sedated, intubated, tee probe placed, prepped, draped, and c-arm brought into place. The impella was found under fluoroscopy, then able to be rotated and removed. The patient survived the event.